Event description:
It was reported that a patient experienced cloudy effluent and was suspected to have peritonitis coincident with peritoneal dialysis (pd) therapy. The source of the cloudy effluent was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (dose, frequency and route of administration not reported) for the event. The outcome of the event was unknown. The action taken with dianeal therapy was unknown. Additional information was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as cmplnt-(B)(4), and cmplnt-(B)(4).